Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the forceps elevator" malfunction malfunctions could not be identified, nor the type of material. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The event can be prevented by following the instructions for use which state: "IFU states the detection method in evis exera tjf type 160r operation manual chapter 3 preparation and inspection. IFU states the preventive measures in evis exera tjf type 160r reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. " olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the forceps elevator wire. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the connecting tube and universal cord had a scratch. Due to wear of angle wire, the bending angle in left direction does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.